Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was unable to be verified as no used cartridges were returned with the device. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 492 mg/dl. The customer changed supplies and resumed insulin delivery. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.